Event description:
During a visit to the clinic on (B)(6) 2020 it was reported that the user abruptly stopped responding to sounds on (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a visit to the clinic on (B)(6) 2020, it was reported that the user abruptly stopped responding to sounds on (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
During a visit to the clinic on (B)(6) 2020 it was reported that the user abruptly stopped responding to sounds on (B)(6) 2020. The user has ben re-implanted.

Event description:
During a visit to the clinic on (B)(6) 2020, it was reported that the user abruptly stopped responding to sounds on (B)(6) 2020. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.